Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat grade 4+ degenerative mitral regurgitation (mr), two clips were implanted without issue. To further reduce mr, a third clip was advanced. Imaging was challenging, because the echo imager was inexperienced. The clip was implanted; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr remained at 2. No additional clips were attempted to be implanted. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.